Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a low battery; she changed the battery but had to try 9 different batteries to get the display to return. Blood glucose value was 160 mg/dl. The customer stated that the display was not blank less than 30 seconds and was not blank at the time of the call. She confirmed that the battery cap was not damaged or corroded. The customer was advised to monitor the device and call if issue recurs.